Event description:
It was reported that during a deep brain stimulation (dbs) lead implant procedure, the clinical study patient experienced a seizure, with moderate severity. The surgery had to be aborted toward the end of the right lead placement due to the patient experiencing a generalized seizure. A computerized tomography (CT) scan was performed and showed a small amount of extra-axial hemorrhage. There were no acute findings and the location of the left lead in left globus pallidus internus (gpi) was confirmed. The event was assessed as currently recovering. The physician assessed the events relationship to the procedure and the device hardware is probable and the relationship to the device stimulation is not related. The patient is currently seeing an epilepsy neurologist and is being titrated for medications.

Event description:
It was reported that during a deep brain stimulation (dbs) lead implant procedure, the clinical study patient experienced a seizure, with moderate severity. The surgery had to be aborted toward the end of the right lead placement due to the patient experiencing a generalized seizure. A computerized tomography (CT) scan was performed and showed a small amount of extra-axial hemorrhage. There were no acute findings and the location of the left lead in left globus pallidus internus (gpi) was confirmed. The patient is currently seeing an epilepsy neurologist and is being titrated for medications. The event was assessed as currently recovering. The physician assessed the events relationship to the procedure and the device hardware is probable and the relationship to the device stimulation is not related.